Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during interrogation a replace backup battery alert appeared on (B)(6) 2026. The monitor view showed "replace backup battery 26 months." Log files were sent for review. The log files captured intermittent backup battery fault alarms between 28feb2026 and 04mar2026. There were no other unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment operated as intended. It was later reported that the system controller was exhibiting unusual behavior. The emergency backup battery (ebb) count was increasing despite connection to power. The customer was not seeing backup battery fault alarms in the history. A replacement system controller was requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace backup battery alarm and the backup battery use count increasing was confirmed via log file analysis. Review of the log files revealed on 28feb2026, 02mar2026, and 04mar2026, backup battery fault alarms were active due to backup battery circuit faults. These alarms activated while the black power cable was disconnected from external power and the white power cable remained connected. During these alarms, the backup battery use count increased, consistent with an intermittent connection issue between the backup battery ribbon cable and backup battery pin 11. The alarms did not affect the system controller¿s ability to operate the pump as intended. On 04mar2026, the driveline was disconnected, consistent with the reported controller exchange. Visual inspection of the returned heartmate 3 system controller (serial number (B)(6)) and heartmate 11 volt li-ion backup battery (serial number (B)(6)) revealed a bent pin 11 in the 11v backup battery. An attempt was made to connect the backup battery to the system controller; however, a full connection could not be successfully made. In order to complete testing, the pin was bent back to the original position, and the backup battery was able to be seated within the system controller as intended. The system controller underwent preliminary and functional testing and passed all tests without issue. The system controller was connected to a mock circulatory loop for extended operation and operated as intended. The backup battery fault alarm was unable to be reproduced throughout testing. Although the reported alarms were not reproduced during testing, the root cause of the reported event was determined to be due to the bent backup battery pin. A further root cause of how the pin became bent was unable to be conclusively determined. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The testing records were reviewed for the heartmate 11v battery (s/n: (B)(6)) and it was found that the battery operated as intended. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch, section 5 - ¿surgical procedures, describes how to correctly install the backup battery in the system controller. The user is instructed to align the arrow on the cable with the arrow on the battery. The heartmate 3 IFU, section 2 ¿ ¿system operations¿, describes how to replace the backup battery in the system controller. The heartmate 3 patient handbook, section 5 - ¿alarms and troubleshooting¿, and heartmate 3 IFU, section 7 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.